Event description:
I received a philips dreamstation 1 recertified CPAP replacement unit two weeks ago. I started getting a soar throat after a week. It was then I realized the humidifier was not working. As I was on vacation, I was forced to use the device for another week until I got home and started using the old device. Anyway, I was just diagnosed with thrush. Weather that was simply because of no humidification or the new device was not cleaned well and I got it from that, I'm not sure which. But I was encouraged to report it to you incase there are other people who have also gotten thrush from the recertified device. I have called phillips and they are going to send a replacement device and a replacement humidifier. She could not give me any time frame, I'm scared it will be another year of waiting using the recalled device. I can't order supplies until I know which unit will be coming, the ds1 or ds2. She could not tell me which one. This has all been handled so badly from the start and continues to be so. I wish I could just get a refund so that I could buy another device from a different company. In my opinion, I believe the FDA could have required philips to do more, and for that reason is partially responsible for so many suffering for so long. FDA safety report ID # (B)(4).